Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with a bifurcated stent and two infrarenal aortic extensions. At the completion of the implant procedure there was an endoleak remaining. The observed leak was diagnosed as a potential type 3b endoleak of the infrarenal aortic extension or a type 2 endoleak. The patient has not had a secondary procedure and has not been scheduled for a secondary procedure at this time. There have been no additional adverse events reported for this patient and the patient is reported to be doing well post procedure.

Manufacturer narrative:
At the completion of the complaint investigation, based on the information received, the clinical evaluation was able to confirm an unknown endoleak coming from the proximal extension. The imaging received showed the proximal leak prior to the second proximal extension being implanted. It is unknown if the leak was resolved after the placement of the second proximal aortic extension. The most likely cause of the unknown endoleak could not be determined with the imaging provided. An endoleak was seen in the proximal left lateral aspect of the graft, but the source of the leak could not be identified. Devices remain implanted in the patient and were not returned for further investigation. The review of the manufacturing lot confirmed all devices met specifications prior to release. No additional investigations of this reported complaint are planned, endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed.